Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Second report of three from the same facility involving the same surgeon. Cross reference with MFR report number: 3004608878-2015-00005. ((B)(4)). The first issue was reported that a mayfield skull clamp unlocked ((B)(4)). When questioning the sales representative we were informed that the hospital had two (2) more skull clamps open during surgical procedures and that the patients were not injured. They can't give me more information. They don't even know which skull clamps were involved. Apparently it's always happening with the same surgeon and in the same circumstances.